Manufacturer narrative:
A ge representative evaluated the system and replaced the keyboard. The system operates as intended.

Event description:
The customer reported problems with the keyboard, touch screen, and monitor, making the system unusable. No patient injury was reported.